Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot number 64012, were returned and analyzed. The data files showed at least 13 applications were performed with the returned balloon catheter without any issue on the date of the event. Also, system notice 50005¿ leak detection¿ was confirmed on the date of the event. Visual inspection of the balloon catheter showed it was intact with no apparent issues. Dissection and pressure test revealed a guide wire lumen kink and breach at 1.42 inches from the tip inside the balloons. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.